Event description:
It was reported the pt ((B)(6)) experienced loss of stimulation. Diagnostics indicated invalid impedance values on the lead. Subsequently, the pt underwent surgical intervention to explant and replace the lead which resolved the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.